Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that the patient presented with dizziness. It was noted that the right atrial (ra) lead exhibited oversensing and low impedances. As a result, the lead was abandoned and replaced. No further patient complications have been reported as a result of this event.